Event description:
On the evente date, abbott point of care was contacted by a customer who reported an I-stat act k cartridge yielded a result of 173 seconds which resulted in the customer pulling the sheath. Upon pulling the sheath, the pt began bleeding a perforated left atrial appendage during an atrial fibrillation ablation case and was sent to the operating room.